Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm was functioning properly. The insulin pump was received with a scratched case, a pillowing keypad overlay, and a minor scratched lcd window.

Event description:
The customer reported via phone call that they have been having problems with the insulin pump and that her blood glucose levels were running high all day. On the previous night, the customer had a blood glucose level of 44 mg/dl. She ate a piece of cake and went to bed. When she woke up the next day her blood glucose level was 310 mg/dl. The customer would bolus but her blood glucose levels were not coming down. The customer declined to check for possible air bubbles and site/insulin issues. The no delivery alarm test was performed twice and the insulin pump had failed the test both times. The device was returned for analysis.